Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between july 23, 2019 to july 24, 2019. H10: the device was received for evaluation. A visual inspection identified that the blue coil cap had separated from the housing. No additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder and luer connection of a small volume intermate were loosely attached to the device casing. This was identified prior to patient use. There was no patient involvement. No additional information is available.